Event description:
The pt reported a significant weight loss. The neurostimulator appeared to be loose and moving around in the pocket causing discomfort and pinching when the pt was active. Add'l info was requested from the health care professional regarding this event. The hcp stated the pt has not been seen since 2007. The hcp reported the neurostimulator was working fine, however, the pt is experiencing numbness "where the electrode went in" so the pt was referred to a neurosurgeon for possible revision of neurostimulator. Refer to medwatch report # 6000153-2007-04180.